Event description:
Consumer stated: he was only able to use the eq flsbr mod 20ct interdental brushes for 3 days (rather than 10) as they stared to come apart and break. He feels that parts of the brush came apart went to his throat and he had to see medical attention because he felt that something was on his throat bothering and hurting and he got scared and saying that what he feel in his throat was from the product. Product returned.